Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that that during service and evaluation, it was determined that the control unit of the small battery drive device was not functioning and was defective, and the coupling tool side had seized, jammed, and was moving heavily. It was noted that the control unit, the motor, and the coupling head were defective. It was further determined that the device failed pretest for check off/oscillation/on switch mode function, check the oscillation angle, check switching function, check the triggers and electronic control unit (ecu) function, check the attachment coupling, check compatibility between colibri I/small battery drive (sbd) and colibri ii/sbd ii, and check the function with the electric pen drive (epd)-console, and check power with test bench. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.